Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin pump received a motor error alar and was not turning on even with battery cap change. Customer's blood glucose was 240 mg/dl. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test, and unexpected restart alarm. No motor error alarm noted. The motor was tested outside of the device and passed. The device passed all operating currents tested within the specific range and passed off no power test. The device was tested with no starting anomaly noted. The device had a cracked reservoir tube lip and minor scratches on the display window noted.